Manufacturer narrative:
One device was received for evaluation. Visual inspection found a loose ac connector. There was no evidence in the event history log. Functional testing found a faulty downstream occlusion sensor and a loose ac connector. The ac was tightened, and the dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported ¿problem on ac connector¿. There was unknown patient involvement. The device evaluation revealed a faulty dso sensor.